Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the programming on the insulin pump was correct. It was stated that the insulin pump was not recording all of the boluses that were delivered. An infusion set and reservoir were not available at the time of the phone call to perform the fixed prime and high pressure tests. Nothing further was reported.